Event description:
It was reported that patient experienced pain at ipg pocket site. No weight fluctuations, accidents, falls, or trauma were reported. Surgical intervention was undertaken wherein the ipg pocket was revised and moved higher up on patient's right side. It was reported that pocket pain has since resolved and patient is doing better.

Manufacturer narrative:
Date of sent is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.